Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.